Event description:
It was reported that the patient developed an infection near the pocket site. It was noted that the patients infection has been cleared and patient was doing well. No further information has been obtained despite good faith efforts.